Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: customer address: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 17.6 and 18.3 mmol/l. The customer's expected fasting blood glucose test result range is 4.9 - 5.5 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/21/2019 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history (customer is not concerned with reading of 4.3 mmol/l ): a 17.6mmol/l, (B)(6)2017 11:14 am, fasting:yes. A 18.3mmol/l, (B)(6)2017 11:13 am, fasting:yes. A 6.5mmol/l, (B)(6)2017 07:44 am, fasting:yes. A 6.1mmol/l, (B)(6)2017 06:48 am, fasting:yes. A 4.3mmol/l, (B)(6)2017 01:36 am, fasting:yes. Memory concerns:17.6, 18.3, 6.5, 6.1. Customer is concerned with readings obtained (B)(6)2017 at 11:14 am of 17.6mmol/l fasting and 18.3mmol/l fasting a minute before. Customer has not had any changes to her diet, exercise, or medications.